Manufacturer narrative:
An imris customer service engineer (cse) was on-site to diagnose the hydraulic oil leak in the ort300. The cse observed a leak in the middle of the hydraulic line between the pump/filter and the manifold. The same location in the hydraulic line made a u-shaped bend and it appeared that the radius of the bend was too tight, stressing the outer wall of the hose. The cse replaced the hydraulic line, performed an air bleed procedure, and conducted drift testing to verify proper function of the table. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2018, the customer reported that there was a hydraulic oil leak in the ort300 table. There was no patient involvement.